Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to hospital with a pocket erosion and infection. A competitor lead was sticking out of the patient. Abbott pacemaker and two competitor leads were removed. No replacements were implanted. Patient was recovering post-procedure.